Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that in (B)(6) 2017, the patient started noticing a burning sensation at the ins site, which they have experienced a lot of times. It was reported the patient gets woken up by the burning sensation. No falls or trauma were reported to be related to the burning sensation. They were redirected to follow up with the doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the burning at the ins site remained unknown. The patient was seen at the hcp office on (B)(6) 2018. Additional information was received from the patient. It was reported that device programming led to the burning sensation. The burning was resolved. No further complications were reported.